Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the post operation checkup, the right ventricular lead was dislodged. The lead was attempted to be repositioned but was unsuccessful due to helix issue. The lead was explanted and replaced successfully. The patient was doing well and would continue to be monitored.